Manufacturer narrative:
This product is not approved for use in the us, however a like device with part#: c01a, 510k#: k041584 and upn: (B)(4) is approved for the market. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent vertebral compression fracture. During surgery, when the cement was injected with the first inflatable bone tamp (ibt) from the right pedicle, it was suspected that there was slight cement leakage into the lateral side according to the frontal image. The cement was doughy and homogenous prior to delivery into the patient. The product came in contact with the patient. No patient complications were reported as the result of the event.